Event description:
It was reported on (B)(6) 2014 that stimulation could not be adjusted as a ¿call your doctor¿ icon and out of regulation (oor) condition were displayed. The oor occurred on both of the patient¿s implantable neurostimulators (ins). The reporter was notified three days prior to the report, so cleared the oor¿s and checked the ins¿s the day after. Everything seemed to be functioning normally. The oor occurred while the patient was in the hospital due to an unrelated surgical procedure. It was unknown if the ins¿s were turned off during the procedure and if they were turned on when the oor was discovered. It was difficult to determine whether the system was affected by electromagnetic interference (emi) or not. However, it was reported that the event was caused by the surgical procedure. The reporter could not say if the patient had lost therapeutic benefit or not. The impedances were measured and the right ins had an impedance of 4,141 on the electrode combination of 0 and 3. The left ins impedances were all within the normal range. The cause of the impedance issue was not determined. The patient seemed to be doing well besides recovering from the unrelated procedure.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3389s-40, lot# va0dg2y, implanted: (B)(6) 2013, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3389s-40, lot# va0a6sn, implanted: (B)(6) 2013, product type: lead; product ID 8840, serial# (B)(4), product type: programmer, physician. (B)(4).